Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the fall was not confirmed to be related to the patient's issues yet. Their appointment was set for (B)(6). It was reported that the patient is still really swollen and retaining fluid. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the friend or family member that patient had pain in their left hip and had swelling in the left leg and foot which was the side the implant was on. It had also become extremely difficult for patient to stand up and that the ins hurt when patient gets up and gets down. Caller mentioned that patient currently had the device off as patient was taking 5 water pills and needed to take of that first. Patient was also on blood thinners in which they were tested and determined that there were no blood clots. Moreover, patient had a heart condition and was under oxygen all the time. There was report of a fall and that when patient did fall, they would fall forward. Patient was redirected to their healthcare professional (hcp) for medical evaluation. Of note, the information was mentioned to the patient¿ primary care physician (pcp) however the pcp didn¿t know anything about the system and hadn¿t called back. Caller also stated that patient would like to have the device removed however due to the medical conditions, they didn¿t think it would be advised at the time. No further complications were reported.